Event description:
Screw broke inside the metaglene during final seating. Nothing left in patient; however, this caused a surgical delay of 70 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.